Manufacturer narrative:
This report is being submitted to provide information reported by the customer and the results of the investigation. The device referenced in this report was evaluated on site by a fs technician at the customer's request. It was found that there was no issue with the camera. The light source had shut down due to a third party halogen lamp that was installed and had burned out. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the likely cause of the reported event is determined to be the third party halogen lamp in the light source that had burned out.

Event description:
It is reported by the customer, during an unspecified laparoscopic procedure using a visera elite xenon light source with a camera head, the equipment stopped working during the procedure. The procedure was changed from a laparoscopic approach to a laparotomy (open approach). The customer confirmed that the surgical procedure would have been changed to an open approach despite any issues with the equipment due to the size of the follicle (patient /anatomical reason). The patient outcome is good. The customer is unable to provide further details due to patient confidentiality rules. The equipment was evaluated by an olympus field safety (fs) technician per the customer's request. Fs determined that there was no issue with the camera. The light source had shut down due to a third party halogen lamp that was installed and had burned out.